Event description:
On (B)(6) 2025, the patient reported a trend of waking with blood glucose (bg) of ~100 mg/dl but rising to 200+ mg/dl within 2 hours most mornings over the past week. The patient's highest bg reported level was 300 mg/dl. The patient, on the pump for 3 weeks, expressed concern about lack of manual insulin control compared to other pumps. The agent advised ensuring breakfast is announced, otherwise allow the pump time to correct, and emphasized that meal announcements should not be used to correct highs. Bg was in range at time of call. Patient will call back for additional training and to discuss concerns with an hcp. No symptoms experienced by the patient during event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.